Event description:
The customer reported that while the iabp was in use o na pt, they were having difficulties acquiring the EKG signal. The pt was switched to another iabp and the same issue persisted. No pt injury was reported.

Manufacturer narrative:
The company rep spoke with the customer and suggested either replacing the electrode leads or adding gel to improve the contact. He also provided the company phone number for further emergent clinical support. In a subsequent follow up phone conversation, the customer advised the company rep that "it was the actual leads that were the issue. When she placed gel on them she was able to acquire a signal and this was not a pump issue" with the iabp. (B)(4).